Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported that the drug is being calculated incorrectly against weight by (B)(4). Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The defect will be monitored in the field and re-evaluated based on the post market data.